Event description:
International affiliate reports valve was explanted and replaced approximately one month after implantation. No negative pt outcome was reported. No other info available at this time.